Event description:
Patient treated with surgery for right hip femoral neck fracture with a cemented hemi-arthroplasty using a bipolar prosthesis. Patient was discharged on day 3 post-op. Eight days later, patient readmitted with a possible right hip dislocation. A closed reduction was attempted under general anesthesia. A shift with an apparent relocation of the hip was noted. X-ray showed a dissociation between the bipolar components. There was no evidence of a femoral shaft fracture. An open reduction was performed, the dissociated bipolar and other were removed and replaced with new ones. Pt was treated for a wound infection, discharged the following month.